Event description:
The customer contacted stryker to report that their device displayed noise/artifact in the paddles lead during a cardiac arrest, which led the healthcare provider to misinterpret the patient's rhythm. In this state the the user may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker field service representative evaluated the device and could not duplicate the issue. Device files from the event date were evaluated by a clinical specialist and the reported issue was verified. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive root cause could not be determined.